Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that the endoscopic image displayed on the bronchovideoscope appeared pixelated during use. Information regarding where the event occurred was requested but remains unknown. No patient involvement was reported in association with this event.